Event description:
On september 16, 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the patient on september 17, 2008 and obtained the following information. The patient reported that the alleged issue began in late 2008, and clarified that she felt the subject meter had provided her an inaccurate high result and not low as initially reported. On an unspecified date in 2008, at approximately 5:30pm, the patient reported obtaining a reading of "98 mg/dl" on the subject meter. At the time she obtained the result she mentioned she was feeling ok and proceeded with eating her usual daily snack (a sandwich and orange) and drinking orange juice. The patient did not take any action regarding her diabetes management because she administers 30-33 units of lantus insulin in the morning as her usual regimen without an hour of obtaining the result of "98 mg/dl" the patient reported she went outside to work in the garden and "passed out." The patient further mentioned that in the last year she's become "asymptomatic" when it comes to detecting diabetic-related symptoms and depends on her blood glucose meter to monitor her blood glucose. The patient stated that her neighbor called emergency services when she saw her passed out in her yard. The patient was informed that the paramedics were initially unable to obtain a blood glucose reading, but after they administered IV glucose they retested the patient and obtained a result of "20 mg/dl" on their meter. The paramedics further treated the patient with glucose from a tube. The patient refused to be taken to the emergency room. At the time of troubleshooting, the cca confirmed that the subject meter was set to the proper unit of measure setting, that the patient was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.